Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator(eri). However, premature battery depletion was confirmed through lab analysis.